Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown, unknown humeral stem, unknown. Unknown, unknown taper adapter, unknown. Unknown, unknown baseplate, unknown. Unknown, unknown tray, unknown. Unknown, unknown humeral bearing, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07439. 0001825034 - 2017 - 07441. 0001825034 - 2017 - 07442. 0001825034 - 2017 - 07443. 0001825034 - 2017 - 07444.

Event description:
It is reported that the patient is experiencing unknown complications with his right shoulder. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products- part: 113956 name: lg glenoid base lot: 240070, part: 113654 comp primary stem lot: 624050, part: pt-113950 name: pt hybrid glen post regenerex lot: 271210, part: 118001 versa-dial/comp ti std taper lot: 800720, part: 113053 versa-dial 50x21x57 hum head lot: 605230, part: 405800 comp. Rev shldr 9 in steinmann lot: 905780. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial shoulder replacement due to unknown reasons. Subsequently the patient was revised due to dislocation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error